Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccurate cgm values of 60-70 points difference, resulting in a seizure. On the morning of (B)(6) 2019 he was still in bed; he had not put his glasses on yet, so he did not look at the cgm reading. His sister called him, and he answered her but then went right into a hypoglycemic seizure with no low alert prior. He was taken to the hospital and treated with a glucose drip, saline, and anti-nausea medication. At the hospital after treatment his cgm reading was 164 mg/dl but the bg was 112 mg/dl. At one point he calibrated the cgm about 5-6 times over 2 hours and it got to within 20 points of his bg, so he left the sensor on. He also saw his own physician for follow up on (B)(6) 2019. At the doctor¿s office the cgm was still 40-49 points off from the bg. At the time of the call he stated he was stable, but still a little insulin sensitive following the hypoglycemic event. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.